Event description:
The complainant reports that during the therapeutic, initial placement of the enteral feeding system, patients age and gender unknown, the button detached from the tubing. It was retrieved with the use of a snare and the procedure was successfully completed using a different size device. There were no reported adverse affects to the patient as a result of malfunction.

Manufacturer narrative:
We received one one-stop button and one insertion wire in a plastic bag, inside a biohazard bag, with product labeling. Residue was present on the tube to indicate use. A review of the device history record revealed no anomalies the dilator tip stem was measured with a calibrated ruler for length and diameter and found to be within manufacturing specifications. During testing the dilator tip stem was reinserted into the tube and manually pulled to cause it to re-detach. Excessive force was needed to cause the dilator tip stem to pull out of the tube. A visual evaluation found that the button was still properly attached to the tube. The insertion wire was properly attached to the pul wire dilator tip. The dilator tip had detached from the tube. The stem on the dilator tip was bent to one side. The dilator end of the tube was stretched just prior to where the stem is seated inside the tube. No other problems were found with this device. The customer compalint was confirmed. It is possible that excessive force was used to cause the pull/wire dilator tip to detach from the tube duirng use. Although the force exerted against the pull wire/dilator tip was excessive during testing, the exact amount of force used to cause the tip to detach is not known. These devices are 100% pull tested during manufacturing to a maximum of 7lbs. Therefore it is likely that the force exerted against the pull wire/dilator tip exceeded 7lbs during use. The bend in the dilator tip stem is further evidence that excessive force was exerted against the tip during use. Engineering will be notified of this incident during the review of this evaluation report. Since we do not feel that a manufacturing or process error caused the damage to this device or the detachment of the pull wire/dilator tip, no further action will be taken at this time other than to monitor for trends and future complaints.